Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without the unique product serial numbers, a one to one correlation could not be made, the manufactured date cannot be established, and it is unknown if this was previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: malignant ventricular tachycardia and cardiac arrest induced by a micra¿ leadless pacemaker. Journal of electrocardiology. 2018; 51 (6): 1053-1054. 10.1016/j.jelectrocard.2018.09.002. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a leadless pacemaker. The article contained information that showed the implant procedure was uncomplicated, although brief ventricular ectopy was observed. Approximately six hours post implant the patient developed non-sustained ventricular tachycardia complicated by ventricular fibrillation (vf) and then cardiac arrest. Defibrillation was applied, and the patient was resuscitated. Shortly following, the patient went into cardiac arrest again which was resolved with defibrillation. An echocardiogram was performed revealing a decreased ejection fraction. It was suspected the patient¿s ventricular arrhythmia was triggered by the ventricular pacing. The leadless implantable pulse generator (ipg) was ¿turned off.¿ following, the patient was implanted with a conventional ipg. The disposition of the leadless ipg is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.